Event description:
It was reported that the handpiece began overheating during a wisdom teeth removal procedure. There was no reported pt or user injury, and the procedure was completed successfully with the same device.

Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and the rise in temperature was confirmed. Based on the investigation detail, the likely cause for the alleged overheating was worn threads on the spindle and motor housing. Several components were repaired or replaced, and preventive maintenance was done on the nose cone, shield, and other bearings. The handpiece was repaired and returned to the customer.